Event description:
It was reported that a nurse called regarding a pain stimulation implantable pulse generator implantable neurostimulator because the patient required a stat magnetic resonance imaging (MRI) due to aggressive pain. The patient was admitted to the hospital due to pain that started the prior day and was worse, and the patient was vomiting from pain. The nurse stated it was unknown if the pain was related to the stimulator. The nurse reported problems connecting to the implantable neurostimulator to charge it and that it would not charge above 40% while attempting to meet MRI staff instructions that the implantable neurostimulator be at least 50% and the controller be at 100%. The controller displayed a ¿software problem¿ message (¿software problem 1-intellis, 2-3.0, 3-243, 4-qf_port¿). The agent walked the nurse through resetting the controller to clear the message, reviewed that there was no charge requirement for the implantable neurostimulator or controller for MRI, and reviewed entering MRI mode; when attempting to enter MRI mode, the device indicated the patient was already in MRI mode. The nurse planned to follow up directly with MRI staff. It was later reported by the patient¿s spouse that the patient was in the hospital and needed an MRI that day, and that the patient had been charging the device for two days but the implantable neurostimulator only reached 40%. The spouse reported the controller displayed a ¿software problem¿ message the prior day and confirmed the implantable neurostimulator was still not charging after the prior troubleshooting. The agent offered phone assistance, but the spouse was not with the patient or equipment, and the spouse stated the patient was in a lot of pain and would be taken for dialysis.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.